Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string was breaking off and the tampon was breaking off inside- radiant [foreign body in reproductive tract]. The string was breaking off - radiant [device breakage]. Case narrative: consumer reported via phone that the tampon fibers were stuck inside of her. No serious injury was reported.